Event description:
The facility stated that the surgeon implanted a aa4204vl plate silicone lens. The lens tore upon insertion into the eye. The lens were removed without enlarging the incision. No pt injury. It was unknown what cause the lens to tear. The injector model and lot number was unknown. The cartridge model used was a mtc60c fp, lot number was unknown.